Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2021).

Event description:
It was reported that prior to a procedure and during preparation, the catheter of the device was allegedly found to be broken. It was further reported that an abnormal leak was identified. There was no patient contact.

Event description:
It was reported that prior to a procedure and during preparation, the catheter of the device was allegedly found to be broken. It was further reported that an abnormal leak was identified. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac cvc s/l repair kit catheter was returned for returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed. A complete circumferential break was noted approximately 10.8 cm from the distal end of the luer. The distal catheter segment was not returned for evaluation. However, the investigation is inconclusive for the reported fracture and leak, as the edge of the circumferential break appeared sharp, and striations were noted to the surface. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 01/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.